Event description:
Additional information was received. The manufacturer representative (rep) reported that back on (B)(6) 2023, the therapy was turned off in order to understand if this was the cause of the reported pain. The issue of pain has not yet resolved yet.

Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot#: va2qu6l; implanted: (B)(6) 2023; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 978a128 lot# serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: unknown, ubd: unknown, UDI#: unknown g2: country italy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a revision was done (B)(6) 2024 due to patient having pain. The healthcare professional (hcp) revised a patient's neurostimulator (ins) and lead electrode. The physician removed the distal part of the electrode and left in place the rechargeable ins and the proximal part of the lead electrode connected to the stimulator. This was in the event of a new future electrode implantation as the patient had benefit from the therapy. Furthermore, regarding pain, previously the device was turned off to rule out that it was the therapy that was causing the patient's pain. However even after this, the patient continued to feel pain, so the hcp then chose to try electrode revision. To date, it is unknown if the pain was caused or not caused by the therapy. After the revision they may find out what the pain was from.

Event description:
Additional information was received. The rep reported, the hcp has discharged the patient. And there are no scheduled follow-up procedures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.